Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The flow subassembly was replaced.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 12/2/16 voice mail, 12/6/16 voice mail, and 12/12/16 voice mail. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during a case, it was noted that higher than expected anesthetic agent was being delivered. The clinician reportedly switched to intravenous anesthetic to complete the case. There was no reported patient injury.